Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #00875705001, shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners, lot #62362509. Item #unknown, unknown head, lot #unknown. Item #unknown, unknown stem, lot #unknown. Report source: foreign country is (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, retained by patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to a broken liner approximately (5) five years, (8) eight months post primary implantation. Additional information was requested, however none was available.